Event description:
It was reported that the 9800 system would not record the cine run nor retrieve cine data. No patient injury was reported.

Manufacturer narrative:
The customer canceled the service call. A follow up report will be filed when additional details become available.